Event description:
The customer sent in an evis exera ii duodenovideoscope for evaluation or multiple wrinkles and annual inspection/maintenance. Upon inspection/evaluation of the returned device, olympus found foreign matter on the forceps elevator indicating insufficient reprocessing. The is no patient impact associated with this occurrence.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Preliminary findings are reported. Upon inspection/evaluation of the returned device, olympus found foreign matter on the forceps elevator indicating insufficient reprocessing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the brushing method used by the user facility differed from the instructions for use (IFU) recommendation. This likely occurred due to insufficient training on device handling, reprocessing steps when returning device for repair and normal reprocessing steps in accordance with IFU. The following is included in the IFU and may help detect or prevent the event: "insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.